Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. After the expected therapy time was complete, it was observed that medication dose remained within the device and had not been delivered to the patient. The device had been filled with piperacillin/tazobactam 18 g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 20, 2022 - june 21, 2022. Two (2) actual samples were received for evaluation containing 62ml and 64ml. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.